Event description:
It was reported that during device replacement, insulation damage was observed on the sense/pace portion of the rv lead. The sense/pace portion of the lead was capped and replaced. The defib portion remains active. There were no problems during the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.